Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation was performed on the freestyle librelink and observed no issues with the librelink application that would have led to the complaint. The customer reported scan error message and was attempted to reproduce the issue using similar device configuration and was not able to reproduce the complaint. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan error message was reported with the adc device in use with xiaomi redmi 9c nfc, os- 10, version- 2849335 and customer was unable to obtain readings. As a result, customer experienced shaking hands and dizziness and was unable to self-treat, requiring third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A scan error message was reported with the adc device in use with xiaomi redmi 9c nfc, os- 10, version- 2849335 and customer was unable to obtain readings. As a result, customer experienced shaking hands and dizziness and was unable to self-treat, requiring third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A scan error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced shaking hands and dizziness and was unable to self-treat, requiring third-party administration of glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.